Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in used 0n a patient. The patient as not harmed of injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the al pcb. The unit passed extended self testing.